Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient had an uncomfortable stimulation in the abdomen, rib, and in between the shoulder blades. The patient was also experiencing a painful shocking sensation and felt that the ipg was dented. Low impedance was noted upon connecting to the device. The patient underwent an ipg replacement procedure and was doing well postoperatively.